Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) # (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The product identity was confirmed from the provided pictures. The complaint was that the sticker on the bill only did not match the implant, part 24-6560 lot 516340a contained a patient label for lot 516340b. Reported event was confirmed by review of photographs provided. The device history record (DHR) was reviewed and it was noted in the DHR of this product that there were labels reprinted and one piece was repackaged because of debris. The most likely underlying cause of this complaint is operator error. Due to the similarity of the lot numbers, there is a high probability of the operator placing the wrong tracking card in the package and the inspector failing to identify the incorrect lot number. There are no indications of manufacturing defects of the implant. This appears to be isolated to this lot as there were only two parts produced from this lot and no similar complaints were reported on any lots manufactured within a year prior/after. Review of the complaint history determined that no further action is required as no trends were identified. The nonconformance is due to an error on the patient tracking cards which does not affect the safety and efficacy of the product. There are no indications that there was any defects with the implant itself. Investigation results concluded that the reported event was due to operator error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient label received on the bill only is for a lot that was distributed to another customer. No adverse events have been reported as a result of the malfunction.